Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call, that the customer was hospitalized on (B)(6) 2015 due to low blood glucose levels. Customer stated they over bolused. Customer's blood glucose levels at the time of hospitalization 88 mg/dl. It as not mentioned if the customer was wearing the insulin pump at the time of hospitalization. Troubleshooting occured.